Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed and was determined to be use-related. One 5 fr dual lumen powerpicc with a hydrophilic stiffening stylet was returned for evaluation. An initial visual observation revealed the stylet core wire was broken proximal to the t-lock, with the coiled wire unraveled and entangled. Use residue was observed on the stylet and the catheter. A tactile evaluation was performed and the distal section of the stylet (located distal to the tip of the catheter) was observed to be very flexible and easy to stretch, suggesting the core wire was not present within the coiled wire in that section. A microscopic observation of the core wire exhibited a fracture site with an angled break, and a slight elevation was observed at its center resembling a ridge formation. The distal end of the coiled wire also exhibited an angled break and visible striations. These observed features suggest the stylet was likely cut with a sharp instrument such as scissors. The product IFU warns, ¿retract the stylet to well behind the point the catheter is to be cut.¿ and "when trimming the catheter, do no cut stylet." This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that abnormalities in intra catheter metal wires. No patient injury was reported.